Manufacturer narrative:
Device expiration and manufacture dates could not be provided since the lot number was unknown. UDI: the catalog and lot number are unknown; therefore, the UDI is unknown. The device was not used in the patient; therefore, patient information was not provided. Conclusion: the device was not returned for analysis. In addition, the lot number could not be obtained; therefore, a DHR review could not be performed. The early polymerization could not be confirmed without product return for analysis. The root cause of the event could not conclusively be determined; however, use of a container with polycarbonate could have contributed to the event. The instructions for use (IFU) cautions: ¿do not use with any device containing polycarbonate. Cyanoacrylates cause polymers containing polycarbonate to deteriorate¿ and ¿verify that the n-bca is a clear and free-flowing liquid prior to use. Discard material that is thickened or discolored¿. There was no evidence to suggest the event was related to a manufacturing issue; therefore, no corrective actions will be taken at this time. This is an initial/final MDR report.

Event description:
As reported by a healthcare professional, during embolization of the vein of galen, after adding nbca (catalog/lot unk) to a ¿shot glass¿, there appeared to be cloudy ¿gunk¿ forming atop the nbca mixture due to polymerization in the ¿shot glass¿ after adding the nbca to the ethiodol. The ratio of nbca to ethiodol was unknown. They used another shot glass and another kit of glue to complete the procedure with positive results. The components appeared normal prior to being combined. They indicated that they had been using a new kind of ¿shot glass¿ that appeared not to be glass, but possibly a very hard plastic. The physician felt that the early polymerization was a result of polycarbonate that was in the ¿shot glass¿, and indicated that they have changed to policy to use only actual glass in the future. It was reported that the shot glass had been previously sterilized by central supplies, and they indicated that at times there had been residue left in the glass after sterilization. There were no further issues. The product was not available to be returned for analysis.